Event description:
Related manufacturer reference number: 2017865-2023-51804. It was reported that a patient presented for a generator change procedure. The physician alleged that the device battery had depleted prematurely. During the procedure, the right ventricular lead was found to have an insulation breach. No electrical anomalies were reported. The device was explanted and replaced on (B)(6)2023. The lead was surgically repaired during the procedure. The patient was stable throughout.

Manufacturer narrative:
Correction: b5: field should reflect lead repair

Event description:
Related manufacturer reference number: 2017865-2023-51804. It was reported that a patient presented for a generator change procedure. The physician alleged that the device battery had depleted prematurely. During the procedure, the right ventricular lead was found to have an insulaton breach. No electrical anomalies were reported. He device and lead were both explanted and replaced on (B)(6) 2023. The patient was stable throughout.